Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and insulin pump performs safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. No critical pump error (open book image) alarm noted during testing. No motor displacement anomaly noted during testing. Per freger, mark ¿ r&d engineer: there were no 'open-book' indication in the detailed traces. Found critical pump error 24 since the backup vcc ( 0.001v) was below the threshold ( 2.9v). The alarms pe68, pe 49, and pe23 were generated due to memory corruption - suspecting the hw. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 10-apr-2024 in the pump history file. 04/10/2024 10:30:04.000 alarmalertnotification, faultnumber = failed batt test (58). 04/10/2024 10:31:50.000 alarmalertnotification, faultnumber = failed batt test (58). 04/10/2024 10:32:26.000 alarmalertnotification, faultnumber = failed batt test (58). 04/10/2024 10:37:37.000 alarmalertnotification, faultnumber = failed batt test (58). 04/10/2024 10:38:08.000 alarmalertnotification, faultnumber = failed batt test (58). 04/10/2024 10:39:03.000 batteryremoved. 04/10/2024 10:39:03.000 alarmalertnotification, faultnumber = battery removed (84). 04/10/2024 10:39:10.000 batteryinserted. 04/10/2024 10:39:19.000 alarmalertnotification, faultnumber = trace check error (68). 04/10/2024 10:39:19.000 alarmalertnotification, faultnumber = history pointers bad alert (49). 04/10/2024 10:39:30.000 alarmalertnotification, faultnumber = history pointers bad alert (49). 04/10/2024 10:39:41.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Failed batt test (58) not confirmed. Pump error 68 confirmed - due to memory corruption - problem isolated to electronic assembly. Pump error 49 confirmed - due to memory corruption - problem isolated to electronic assembly. Pump error 23 confirmed - due to memory corruption - problem isolated to electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device and passed. Critical pump error (open book image) alarm not confirmed. Exposed to magnetic field or MRI not confirmed. Pump error 24 confirmed. Pump error 23 confirmed. Pump error 49 confirmed. Pump error 68 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.